Manufacturer narrative:
Of the 10 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to 1 slave processor corruption/failure, one single component failure and 1 moisture in the pump.

Event description:
This report summarizes <noe> 10</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 078 issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-63 years of age and between 65 and 130 pounds. Of the reported patients, 5 were male, 5 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016 of the 10 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to 1 slave processor corruption/failure, one single component failure and 1 moisture in the pump.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes <noe> 10</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 078 issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-63 years of age and between 65 and 130 pounds. Of the reported patients, 5 were male, 5 were female, and 0 were unknown.